Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was undergoing a surgical procedure and during the procedure a lead integrity alert (lia) was triggered due to episodes of high rate non-sustained tachycardia and short interval counts (sic). The patient received an inappropriate shock during this as cautery was applied in the procedure. The lead remains in use. No further patient complications have been reported as a result of this event.